Event description:
It was reported that the patient had an episode in the ventricular tachycardia (vt) zone and therapy was withheld due to the device discriminator. It was also reported that the physician felt it was a vt. It was further reported that there was far field r-wave (ffrw) prior to detection. It was later reported that the patient had been off their antiarrhythmics due to lack of income to obtain the medicines and that arrhythmias occurred during an acute myocardial infraction (mi) episode in the emergency room (ER.) Therefore the vt detection rate was lowered and high rate timeout was enabled. The right ventricular (rv) lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.